Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the ec60a was unable to open jaws upon pressing reverse button. It happened before placing stapler into patient. It is unknown how procedure was completed. There was no patient consequence. No further information is available.